Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5). Complaint record ID # (B)(4).

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood found on the exterior of the catheter and between sheath. The sheath was returned partially covering the membrane. One kink was observed on the catheter approximately 34.8 cm from the iab tip. The balloon catheter tubing was returned cut, and the remaining portion was not retuned. An underwater leak test of the balloon membrane and portion of the catheter tubing was performed, and no leaks were detected. A laboratory insertion test was unable to be performed due to the membrane being unfurled. The reported events cannot be confirmed by the evaluation. The product was unable to be fully evaluated due to the returned condition of the iab and portions of the device not returned. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint # (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the patient became restless and began turning side to side. At the time, a rapid goss loss alarm was generated ad the pump had paused. The insertion site and catheter were covered in gauze and tightly secured with tegaderm. The rn pulled back the dressing and noted that there was blood in the helium tubing. The rn called the team to remove the iabp. The patient immediately began to decompensate and bradyed down. The patient lost consciousness and eyes rolled back in their head. The rn immediately began compressions. The lucas device was used at that time to maintain perfusion while the patient was taken to the hybrid operating room. The iabp was removed and the patient was cannulated for venoarterial extracorporeal membrane oxygenation (va ECMO). The patient was then brought back to the cvicu. It was reported that the patient ultimately passed away.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID # (B)(4).